Manufacturer narrative:
Follow up #4 date of submission: 10-jul-2019. Device analysis: in quarter 2 of 2019, there was 1 instance of keypad/tactile w/moisture failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Follow up #2 26-apr-2018 device evaluation: in q1 2018, there were 4 instances of keypad/tactile w/moisture failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 137 allegations of a malfunction, 92 pumps were returned to animas and investigated. Of the investigated pumps, 88 were found to be malfunctioning due to moisture ingress, damage to the keypad button contacts, and keypad button contamination. During investigation for unrelated complaints, there were 2 additional failures found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 137 malfunction events. A review of the events indicated that the one touch ping model pump experienced a keypad button tactile issue with moisture ingress. These reports were received from various sources. The patients associated with this allegation ranged from 3-82 years of age and between 20 and 240 pounds. Of the reported patients, 65 were male, 71 were female, and 1 was unknown.

Manufacturer narrative:
Device evaluation: in quarter 3 of 2018, there were 2 instances of keypad tactile failures with moisture ingress found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Follow-up #1: date of submission 30-jan-2018 - device evaluation: in q4 2017, there were 10 instances of keypad/tactile w/moisture failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.